Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery with his inflatable penile prosthesis (ipp) due to fluid loss in left cylinder. It was added that the material had "peeled off" and teared from cylinder usage causing the leak. The leakage caused the device to not have anymore saline causing the device to no longer inflate. The ipp pump and cylinders were explanted and 24cmx12mm cylinders and pump were implanted. The old reservoir was drained and left behind on patient's left side in left inguinal ring area. The explanted device was implanted on (B)(6) 2001 and there were no patient issues reported in relation to this surgery.